Event description:
It was discovered by the hospital's receiving department that a pneumatic oil cartridge leaked oil within its shipping packaging. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer, so the quality investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation requires.